Event description:
As reported to coloplast, though not verified, the patient with this device experienced pudendal neuralgia, menorrhagia and underwent transvaginal excision of sling. Intraoperative findings included a small erosion of sling, and the groin mesh was unable to be retrieved.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced pain during sex, clitoral numbness, pain in her groin, among other symptoms. She was subsequently diagnosed with pudendal neuralgia and is receiving ongoing medical treatment for her injuries.